Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading a value displayed as "low". A specific bg value was not provided, and the meter bg reading was 19.8 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 19.8 mg/dl. Bg was addressed via consumption of carbohydrates. No additional patient or event information was available. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: patient data was present, however no meter values to confirm the reported inaccuracy were present within the investigation window. Confirmation of allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter value to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered into the system, inaccuracy allegations cannot be disconfirmed. The allegation could not be determined.